Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of essure coils perforated the wall of fallopian tube") and menorrhagia ("abnormally severe heavy bleeding during menstruation/abnormally long menses") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("chronic fatigue"), headache ("headaches") and iron deficiency anaemia ("anemia and iron deficiency"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with dysmenorrhoea, pelvic pain, uterine pain and abdominal pain. The patient was treated with surgery (salpingostomy to remove essure on (B)(6) 2015) and surgery (thermal ablation on (B)(6) 2015). Essure was withdrawn. At the time of the report, the fallopian tube perforation, menorrhagia, fatigue, headache and iron deficiency anaemia outcome was unknown. The reporter considered fallopian tube perforation, menorrhagia, fatigue, headache and iron deficiency anaemia to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2011: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and and she presented abnormally severe heavy bleeding during menstruation and abnormally long menses (seen as menorrhagia). Consumer would underwent thermal ablation to treat the abnormal bleeding however during the procedure it was detected that one of essure coils perforated the wall of fallopian tube and a salpingostomy to remove micro-inserts was performed around 4 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, 4 years after essure insertion a fallopian tube perforation was diagnosed. Given event's nature it was considered related to essure. Regarding the event abnormally severe heavy bleeding during menstruation and abnormally long menses, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical device removal was required. The product technical analysis has been sought further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of essure coils perforated the wall of fallopian tube/ perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: right essure coil and introducer protruding almost completely from tubal ostia"), menorrhagia ("abnormally severe heavy bleeding during menstruation/abnormally long menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 33-year-old female patient who had essure (batch no. 796912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Previously administered products included for prevent pregnancy: orthotrycyclene. Concurrent conditions included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with dysmenorrhoea, pelvic pain, uterine pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue/ fatigue"), headache ("headaches"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines"). In (B)(6) 2015, the patient experienced iron deficiency anaemia ("anemia and iron deficiency"). The patient was treated with surgery (diagnostic hysteroscopy with removal of right essure coil (salpingectomy)), surgery (diagnostic hysteroscopy with removal of right essure coil (salpingectomy)), surgery (hydrothermal ablation on 28-oct-2015) and surgery (hydrothermal ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the fatigue, headache and migraine had resolved. On (B)(6) 2015, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, device dislocation, iron deficiency anaemia, anxiety and depression had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, migraine and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-may-2011: total bilateral full occlusion of fallopian tubes pelvic ultrasound july (unspecified year) showed 7 cm retroverted uterus, essure coils protruding into cavity. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc(product technical complaint) on 5-jul-2018: plaintiff fact sheet received: no new information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number tor this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. There was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abnormally severe heavy bleeding during menstruation and abnormally long menses (seen as menorrhagia). Consumer would underwent thermal ablation to treat the abnormal bleeding however during the procedure it was detected that one of essure coils perforated the wall of fallopian tube and a salpingostomy to remove micro-inserts was performed around 4 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this present case, 4 years after essure insertion a fallopian tube perforation was diagnosed. Given event's nature it was considered related to essure. Regarding the event abnormally severe heavy bleeding during menstruation and abnormally long menses, after essure insertion, genital bleeding and menses pattern changes may occur. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of essure coils perforated the wall of fallopian tube/ perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: right essure coil and introducer protruding almost completely from tubal ostia"), menorrhagia ("abnormally severe heavy bleeding during menstruation/abnormally long menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 33-year-old female patient who had essure (batch no. 796912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Previously administered products included for prevent pregnancy: ortho tri cyclen. Concurrent conditions included uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 4 years after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with dysmenorrhoea, pelvic pain, uterine pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue/ fatigue"), headache ("headaches"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines"). In (B)(6) 2015, the patient experienced iron deficiency anaemia ("anemia and iron deficiency"). The patient was treated with surgery (diagnostic hysteroscopy with removal of right essure coil (salpingectomy)), surgery (diagnostic hysteroscopy with removal of right essure coil (salpingectomy)), surgery (hydrothermal ablation on (B)(6) 2015) and surgery (hydrothermal ablation on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the fatigue, headache and migraine had resolved. On (B)(6) 2015, the menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, device dislocation, iron deficiency anaemia, anxiety and depression had resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral full occlusion of fallopian tubes pelvic ultrasound (B)(6) (unspecified year) showed 7 cm retroverted uterus, essure coils protruding into cavity. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2011. Events abnormal bleeding (menorrhagia), perforation (fallopian tube(s)), fatigue, pain in pelvis, pain in uterine, pain in abdomen were clubbed with previously reported events. Events vaginal haemorrhage, anxiety, depression, migraine, device dislocation were newly added. On (B)(6) 2018: processed with follow up number 2. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.